Manufacturer narrative:
The reported events were lead perforation, failure to capture, r-wave amp variation and muscle stimulation. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray examination found the inner coil at the connector region was slightly over torqued consistent with procedural damage. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The tip stiffness test was performed, and the results were within specification. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented in emergency room experiencing chest pain and pressure in addition to a tapping sensation. Upon interrogation, it was noted that right ventricular (rv) lead exhibited r wave amplitude variation and failure to capture at high threshold leading to stimulation of chest wall. Chest x-ray was performed and revealed that lead tip outside the cardiac silhouette. Fluoroscopy was performed and examination of fluoroscopy confirmed that the lead had perforated. The lead was explanted and replaced with the new lead. Patient condition was stable before, during and after procedure.

Manufacturer narrative:
B6 should also include intracardiac echocardiography.